Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgical technician reported that following bilateral intraocular lens (iol) implant procedures, a patient experienced glare and could not adapt to the lens. The iol was exchanged approximately six and a half months later for another lens model. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first eye.